Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that he was meeting with their healthcare provider at the end of (B)(6)/first of (B)(6).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that he had gone through all 4 programs options since being implanted and he still had to get up 2-3 times per night due to urgency symptoms. The patient reported that he wears a pad to bad. The patient reported that he waited at least 2 weeks between changing programs to make sure his body adjusted to the changes. The patient reported that he was currently on program 4 at 4.3v. The patient reported that he was getting 50-60% symptom reduction. The patient reported that he had an appointment with his healthcare provider on (B)(6) 2016 and would discuss programming options at that time. Additional communication with the patient determined that the patient was experiencing painful/uncomfortable stimulation while sitting on program 4. Stimulation on program 4 was set to 4.6 at the time of the uncomfortable stimulation and the patient was advised to follow-up with their healthcare provider (hcp) and to decrease stimulation. The patient stated that they have an appointment with their hcp on (B)(6). The patient also reported that therapy was not helping during the night. The patient stated that he does not need stimulation during the day. The patient stated that therapy has been on and off since implant, but then "all the sudden it went haywire." At the time of the call the patient confirmed feeling stimulation. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient clarified that there was no device concern or change in therapy related to the report of the device going "haywire." The patient also reported that they saw their doctor and had their device adjusted. No further complications are anticipated.